Event description:
Related manufacturer reference number: 2017865-2024-37124. It was reported that an alert for high ventricular rate (hvr) showed atrial and ventricular noise. Occasionally, looks like emi with association between the atrial and ventricular, and other times appears like lead noise. The electrograms (egms) suggest the patient has an intrinsic rhythm. The noise was oversensed and stored as hvrs and automatic mode switch (ams) episodes. Programming changes to the atrial channel were attempted but did not help resolve the noise issues. The patient occasionally felt heart racing as a result of inappropriate mode switching. There were no adverse health consequences to the patient. The patient is being monitored remotely.

Event description:
It was reported that an alert for high ventricular rate (hvr) showed atrial and ventricular noise. Occasionally, looks like emi with association between the atrial and ventricular, and other times appears like lead noise. The electrograms (egms) suggest the patient has an intrinsic rhythm. The noise was oversensed and stored as hvrs and automatic mode switch (ams) episodes. There were no adverse health consequences to the patient. The patient is being monitored remotely.